Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient exhibited signs of heart failure. The patient was started on medication. Hemolysis labs were also elevated and thrombus was suspected. The patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.